Manufacturer narrative:
Summary: the returned reciproc blue file, r25 8/100 25mm 025 is broken at the tip of the active part (mixed conditions torque + fatigue). No material defect was found, during analysis of the rupture pattern. The second file which broke, during use was not returned and cannot be analyzed. No unused file is available for evaluation. Nothing unusual to report was found, during DHR review (batch #: 1837288). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner, has to make sure that a straight-line access is created, prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part could not be retrieved and was incorporated into the filling. No further treatment necessary. No injury.